Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017 with unspecified signs/symptoms of a stroke. At the time of admission, the patient had a inr of 2.2. A CT scan revealed a clot in the middle cerebral artery. A thrombectomy was attempted but was unsuccessful. As of (B)(6) 2017, the patient had residual left visual impairment. It was reported that the patient would be monitored and medically managed. Additional information was requested, but not yet provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported ischemic stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on (B)(6)2017 from the vad coordinator: the patient's inr was never subtherapeutic and the blood pressures were not elevated. There were no device issues associated with the event. The patient was under rehabilitation with residual left sided weakness, some neglect, left visual field cut and some minor cognitive issues.